Event description:
The customer contacted stryker to report that their device would not power on as expected upon opening the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer received a replacement battery. The device was not returned to stryker and the logs were not available to review therefor the cause of the reported issue could not be determined. H3 other text : device not evaluated by manufacturer

Event description:
The customer contacted stryker to report that their device would not power on as expected upon opening the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.